Event description:
Patient's meter had segments missing and they were unable to read their bg reading. Because they were unable to obtain their bg reading patient went to the hospital to get it read every day. Patient was not hospitalized as reported in the reported issue notes. Patient would just go to the hospital and get their bg test taken daily. Patient then went to a doctor's appt. And doctor tested patient and told patient their bg was high and that they should contact lfs to get meter replaced.